Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had not been using the device because it had not been helping their pain but had made sure to keep up on charging. The patient had been in right leg and low back since implant. About 3 days before the report the implantable neurostimulator (ins) was not charging. It was reported that it was taking too long to charge. The implantable neurostimulator recharger (insr) had been on for about an hour and a half but could not advance past the 1/4 mark. The insr had between 6-8 coupling boxes. The last successful charge session was maybe 3 months ago. During the call, it was confirmed that the insr was able to connect, start a charge session, and saw the first 1/4 blinking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient charged longer to resolve the issue. No further complications were reported.